Event description:
A medtronic representative reported the stealthstation s7 had been working correctly for a navigated spine case until they were about to take the last CT spin. Then a red x appeared over the synergy spine software camera icon, and a message appeared saying, "localizer not connected." They opted to switch to the site's other stealthstation s7 to finish the case. The procedure was completed successfully without any harm to the patient.

Manufacturer narrative:
A medtronic representative visited the site and tested the suspect system. No fault was found. No further issues have been reported from the site.